Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown whether the patient was reimplanted. Device not received by manufacturer.

Manufacturer narrative:
This report is filed on may 25, 2017.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the implant site with extrusion of the internal device. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, october 13, 2015.